Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. Had monitor connected to serial digital interface in moved to serial digital interface out. Nothing, repeating image visible in left bottom corner, picture in picture on had a looped feed going into serial digital interface in removed loop serial digital interface cable. By that moment the customer could not get rid of picture in picture. Instructed to toggle through picture in picture and could not be removed. Removed scope and picture in picture window disappeared. Reattach scope no picture in picture. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the video system center had no image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated field: g3; h2; h3; h6 and h11 corrected field: h8 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting which resolved the issue for the customer. The complaint was confirmed; the device had no image which was resolved through remote troubleshooting performed by tac. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.